Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "masimo finger probe reading: sat of 99 percent. Abg was done 11/7 at 1430 and resulted with a calculated sat of 96 percent but when co-ox performed (which I believe is what masimo claims to correlate to) the sate was 90 percent. The patients hemoglobin was 9.8 just for information but we have never had an issue with a patient with a low h/h and correlation to sat with nellcor."